Event description:
It was reported to medtronic minimed that the customer experienced bleeding, skin irritation, pain and infection. The customer also alleged for loss of communication between insulin pump and transmitter, difference between sensor glucose and blood glucose levels, received calibration not accepted alert. The event involved products mmt-7841zn, mmt-7040a. Troubleshooting was performed for loss of communication. Deleted transmitter serial number from pump and re-paired but transmitter would still not communicate/trigger a "sensor connected" alert. Troubleshooting was performed for sensor alerts. Explained to wait before attempting to calibrate again after getting calibration not accepted message. Troubleshooting was performed for difference between glucose levels. The customer blood glucose was 180 mg/dl and sensor glucose value was 56 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 124 mg/dl and it was beyond acceptable range. Customer was advised to monitor the product and change sensor if issue persists. Troubleshooting was performed for site issues. Advised customer to insert sensor in a different location and monitor site. No further patient complications were reported. The customer will discontinue the use of the transmitter. Mmt-7841zn was requested and customer response was the device will be returned. No product return is required for mmt-7040a.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received and placed unit under microscope and found contamination (dried blood debris) inside the female connector, and at the connector pins. In conclusion, unable to perform functional test, verify rf/ble/downgrade/association/accuracy test due to the contamination damage. The customer complaint of communication anomaly could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.